Manufacturer narrative:
P-cap was attached and locked into place properly. Unit powers up properly after battery installation. P-cap locked in place properly during testing. Unit was downloaded successfully using (thump software) for reference. Unit passed the self test as well as the displacement test. During download history review, pump error 63 was recorded on 07/11/2025 08:49:33.000 with file ID: 2017 as well as line #ID: 147. Per the software engineer log, the open-book was generated due to 3 sequential pump error 63, suspecting hw error problem with the twi interface or with the ad5161 chip. The pump was cut open to perform a visual inspection, and no evidence of moisture damage was found. The following cosmetic damages were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, label damage (faded), cracked battery tube threads, cracked case, and cracked battery tube. Pump error 63 alarm was confirmed in the download history files due to an electronic defect, isolated to the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a pump error 63 alarm (hardware low level failures). The customer also reported a crack on the battery tube side. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the pump error, the customer was able to clear the alarm, complete the insulin pump rewind, the customer declined further troubleshooting. Troubleshooting was performed for the cosmetic damage and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.